Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number was not visible on both returned devices. Patient's initials under field a1 has been updated to r.a. As per additional information received with the device. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 350cc breast implant was found to have a tear on the posterior view, measuring approximately 1.3 cm. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient's birth date is (B)(6) 1956. Hence, field a2 has been updated to (B)(6) 1956 ,on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Date of explant: (B)(6) 2021. (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation with a 350cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively. As a result, the devices will be explanted on (B)(6) 2021. This report is for the patient¿s right-sided device.